Manufacturer narrative:
Per report, "it was brought to my attention by a doctor the other day and again by a another staff member this morning that the 25 gauge, 1.5 inch length safety needles (B)(6) used in our clinic are clogging, preventing staff from completing injections." Customer reported, "when attempting to administer an im injection on patient, needle clogs halfway through the injection process. Not able to complete the injection and have to use a new needle and re-poke patient to be able to administer all of their medication. The patient had to be re-injected with a new needle." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "it was brought to my attention by a doctor the other day and again by a another staff member this morning that the 25 gauge, 1.5 inch length safety needles (B)(6) used in our clinic are clogging, preventing staff from completing injections."